Event description:
It was reported a patient experienced peritonitis manifested by a cloudy peritoneal effluent coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was not reported. The following day, the patient was hospitalized for peritonitis and began treatment with cefazolin intraperitoneally (ip) (1 gm, twice a day) and gentamycin (ip) (40 mg, twice a day). At the time of this report, the patient had not recovered yet from peritonitis. Capd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it, was reported that the patient was also treated with vancomycin (1gm/day) and amikacin (300 mg/day) for the peritonitis. Thirty-five days after the hospitalization, the patient recovered from the peritonitis and was discharged from the hospital. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The patient was born on an unknown date in (B)(6). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is obtained, then a follow-up MDR will be submitted.